Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The guide tooth of the lead was extr insically damaged. The helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant procedure, whilst repositioning the lead, the screw did not fully retract causing the lead to continuously 'hook' into the heart wall, obstructing the physician from being able to reposition the lead to another location. The lead was attempted and not used. Another lead used. No patient complications have been reported as a result of this event.